Event description:
Reporter alleged obtaining the results of 305 mg/dl and 117 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she discarded the strips, therefore no strips will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.